Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent surgery to remove mesh, small-bowel resection, adhesiolysis and recurrence repair", however, no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient had a bard/davol oval composix kugel mesh, product code 0010202, lot number hurc8819 implanted to repair the hernia defect. On (B)(6) 2008: the patient underwent surgery to remove mesh, small-bowel resection, adhesiolysis and recurrence repair. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent surgery to remove mesh, small-bowel resection, adhesiolysis and recurrence repair", however, no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct expiry date and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 months post implant of composix kugel mesh, patient was diagnosed with adhesions, bowel obstruction and hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6)2007: the patient had a bard/davol oval composix kugel mesh, product code 0010202, lot number hurc8819 implanted to repair the hernia defect. (B)(6)2008: the patient underwent surgery to remove mesh, small-bowel resection, adhesioloysis and recurrence repair. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information provided: (B)(6)2007 - patient was diagnosed with recurrent infraumbilical hernia thereby underwent open repair with the implant of composix kugel mesh on (B)(6) 2007. Per operative notes, ¿a large ventral incisional hernia sac noted in the right midline was dissected. The fascia was then dissected free circumferentially around the defect and sutures from previous repair was removed. Then, a small defect noted in the umbilicus. The fascia dissected circumferentially around the defect. A large composix kugel mesh was then placed underneath the fascia and sutured.¿ (B)(6) 2008 - patient was diagnosed with bowel obstruction and incisional hernia thereby underwent open repair with the explant of composix kugel mesh. Per operative notes, ¿the old mesh was removed. A large portion of small bowel resected followed by anastomosis and adhesiolysis was performed.¿ attorney alleges that the patient had adhesions, bowel obstruction, bowel removal, mesh removal, pain, hernia recurrence and emotional injuries.